Event description:
Information received indicates the brake casters continue to swivel after the brake pedal is engaged.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.